Event description:
The technician alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The technician found the brake casters are worn and replaced the brake casters to resolve the issue.